Event description:
Event was reported to caldera medical by an attorney. The patient has suffered vaginal pain, dyspareunia, burning sensation, and incontinence. No further information has been provided.